Event description:
This female pt was admitted for coronary interventions due to unstable angina. Her medical history includes hypertension, hyperlipidemia and known cerebrovascular disease. She was currently taking aspirin, plavix, statins, ace inhibitors, and beta-blockers. During the procedure, heparin and reopro were administered. Angiography revealed a 63%, 26mm de novo, smooth, concentric, moderately calcified lesion in the mid left anterior descending artery (lad). This was within the bifurcation of the lad and the diagonal branch. The bifurcation was double-wired to protect the side branch. The mid-lad was predilated with a 3.0 x 20mm balloon inflated to 6 atms. A 3.0 x 33mm cypher select stent was deployed to 12 atms. The stent was then post dilated with kissing balloons to ensure complete expansion of the stent (3.5 x 12mm balloon inflated to 16 atms in the mid-lad). Following kissing balloons in the lad/diagonal, a type-a dissection was noted in the ostium of the diagonal branch. The area was dilated with a balloon inflated to 4 atms. A 2.25 x 18mm cypher stent was positioned to cover the dissection and was deployed to 8 atms. The stent was then post dilated with a 2.5 x 8mm balloon inflated to 8 atms to ensure complete expansion. Good results were achieved with 5% residual in the mid-lad and 0% residual in the diagonal. Vessel dissection is a known complication associated with coronary stenting and is described as such in the product IFU. Angiographic predictors include calcified lesions, eccentric lesions, long lesions, complex morphology (aha type b or c), and vessel tortuosity. Pt factors include presentation with acute myocardial infarction or unstable. Procedural factors may also contribute to dissection, such as a balloon to artery ratio and the deep seating of the guide catheter into the ostium of the vessel. In this case, the pt presented with unstable angina. The treated lesion was a long (26mm), moderately calcified, and complex (type c) lesion in the bifurcation of the lad and diagonal branch. Additionally, the diagonal was angulated at the take-off (between 45 and 90 degrees). These factors increase the pt's risk for dissection. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. In this case, there are various pt, vessel, lesion and procedural factors that may have contributed to the reported event.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.